Event description:
The case states that a medivators endo stratus co2 insufflator unit shorted out and shut down in the middle of a procedure. Patient procedure delayed.

Manufacturer narrative:
The case states that a medivators endo stratus co2 insufflator unit shorted out and shutdown during a patient procedure. The device was immediately removed from the room and the endoscopy procedure resumed. There was no reported injury to the patient or physician/handler using this machine. Patient procedure delayed. The facility was provided RMA information to return the device to medivators. It has yet to be received for further evaluation. This complaint will continue to be monitored within medivators complaint system.